Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported being hospitalized for a low blood. The patient reported that paramedics transported the patient to the emergency department; the patient was reportedly found on the floor in a twisted position. The patient reported that the blood glucose prior to the transport was 14 mg/dl. The patient was reportedly treated intravenously by the paramedics on the way to the hospital. Customer support began reviewing the pump with the patient and confirmed that the pump settings were correct. No further troubleshooting could be completed at the time of the call.

Manufacturer narrative:
Device evaluation follow-up #1 submitted on (B)(4) 13: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. There was no data in black box or download histories from time of reported hospitalization due to continued use. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.